Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. The balloon was inflated four times at 10 atmosphere respectively. However, during the fourth inflation the balloon ruptured at 10 atmospheres. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.